Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted under mac on (B)(6) 2023. There are no plans to re-implant the patient with another cochlear device as of the date of this report.